Event description:
Information received with return of the explanted device does not address the patient's clinical status but notes that there was no stimulation and when the lead was removed, a broken insulation and blood in the lead was obseerved.